Event description:
Received copy of uf/dist report from end user hospital. Report indicated that "during ptca/stent procedure while last shot was being taken of artery air was injected into rca. Pt cardiac arrested, shocked 5x and given meds. Returned to surgery and transferred to ccu. Discharged without further complications a few days later." Item reported was namic custom convenience kit. No lot number available. It was indicated that the item was not available for evaluation.